Manufacturer narrative:
D4 - lot #: unknown. E1: title = ms, rn/enterprise director (quality & patient safety; pediatrics & obstetrics), phone = (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the stopcock of 'cook bakri postpartum balloon with rapid instillation components' was found inside patient. The balloon was inserted transabdominally into the patient on (B)(6) 2022 and removed the following morning, (B)(6) 2022. The patient continued to experience abdominal pain after device removal. On an unspecified date, an MRI performed prior to a hysteroscopy revealed an unidentified fragment within the body. During the hysteroscopy, on an unspecified date, the fragment was removed and identified as the blue valve from the bakri device. Additional information has been requested.

Manufacturer narrative:
Corrected information: d9. H3 ¿ the device has not been returned for evaluation. Investigation - evaluation: it was reported that a cook bakri postpartum balloon with rapid instillation components was used on (B)(6) 2022 for the probable treatment of postpartum hemorrhage. No information was provided regarding the patient¿s pre-existing conditions, anatomy, or other relevant clinical history. The device was placed transabdominally on (B)(6) 2022 and removed the following morning on (B)(6) 2022. Following device removal, the patient experienced abdominal pain for an unspecified duration. On an unspecified date, magnetic resonance imaging (MRI) revealed a retained foreign body. The patient subsequently underwent hysteroscopy at a separate hospital, during which the retained foreign body was removed and identified as the blue valve (stopcock) component of the bakri device. Reviews of instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned for evaluation. Multiple attempts have been made to have the device returned. If the complaint device is returned, the investigation will be reopened and updated accordingly. A review of relevant manufacturing and quality control documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record (DHR) and a search of other complaints associated with the complaint device lot number could not be completed due to lack of lot information from the user facility. Review of the customer testimony and relevant manufacturing documents does not indicate that the device was manufactured out of specifications and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. Relevant information within IFU t_j-sosr_rev4 [¿bakri postpartum balloon¿] includes: instructions for use: transabdominal placement, post-cesarean section: ¿2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix.¿ ¿note: remove the stopcock to aid in placement and reattach prior to filling balloon.¿ information regarding device placement techniques are unknown. 4. Note: ensure that all product components are intact and the hysterotomy is securely sutured prior to inflating the balloon.¿ detailed information regarding the procedure is unknown; however, due to the retained device part, it is evident that all product components were not confirmed to be intact upon cessation of the procedure. How supplied: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ it is unknown if the device was inspected prior to use. The device was not returned and could not be inspected to determine if a manufacturing deficiency was present. Based on the information provided, no device return, and the results of the investigation, a definitive cause of the reported event could not be determined. The blue valve discovered was most likely a stopcock component. The stopcock is designed to be able to be separated from the bakri prior to transabdominal placement and then reattached afterwards. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 14nov2025.an MRI and subsequent hysteroscopy was performed for the patient¿s ongoing abdominal pain. The patient had the fragment removed at a different hospital from where the device was used/implanted.